Manufacturer narrative:
Logs and archives were returned and analyzed. Software analysis determined that registration was done with registration accuracy of 7.7mm. A few traces were taken on the forehead, on the right side of the anatomy. There was an invalid touch point 5. It was requested to start the trace throughout the blue area from the nose and to cover complete anatomy for better accuracy. Apart from this there was no evidence to know the cause of inaccuracy. Codes b01, c19 and d15 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative visited the site to evaluate the equipment. No failures were found. Codes b01, c19, and d14 are applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a cranial resection procedure. It was reported that there was an inaccuracy after registration and verifying known anatomical landmarks. Additionally, the points were intermittently collecting during registration. Technical services (ts) walked the site through checking the camera position, checking the passive planar probe for damages, checking the spheres of the reference frame and passive planar probe, switching the passive planar probe, checking the 3d model edits, adding more points to the trace, trying touch points, adding touch points, checking the tracking window. A CT was not available for registration. After switching the reference frame, the site was able to proceed with the case as intended. The site still claimed for it to be 2mm inaccurate. Ts notified the site that 2mm is classified as accurate. There was a reported delay to the procedure of less than one hour. There was no reported impact to the patient.